Event description:
Provider states that the left brake handle is broken. Provider states that the consumer just pressed down to lock it and it broke at the plastic part between the screws. And the hand grips where it is connected to the rollator.